Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading into the delivery tube. After punching the hole, the surgeon noted the jagged edges of the aortotamy. A side biter clamp and his punch were used to continue with the procedure. The hospital did not provide additional information. No further patient complications were reported.